Manufacturer narrative:
(B)(6). The lot was manufactured october 16, 2017 - october 17, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After the expected therapy time was complete, it was observed that only a small amount of fluorouracil had infused to the patient. The device had been filled with 5000mg fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.